Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that a day after implant a CT scan was taken which showed no abnormalities. However, two days later a right frontal hemorrhage occurred. The hcp didn't think there was a relation between the event and the implant product, but did not note the relatedness to the implant procedure. The patient is currently in a stable state at the hospital with their bleeding controlled and is waiting for a second operation. It is unknown what further troubleshooting was performed. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1hsup, implanted:(B)(6) 2018, product type: lead . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the primary cause could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the plan for the follow-up surgery has not yet been determined. It was also noted that the event's relationship to the implant surgery was unknown. No further complications were reported/anticipated.